Event description:
Device 2 of 5. Reference MFR report#s 1627487-2012-09171, 09173, 09174, 09175. The pt is implanted with multiple leads to receive coverage for two systems lumbar and cervical. It has been reported during physical activity the pt collided with another player and fell on his back. The pt has since lost stimulation from his lumbar system and feels ineffective therapy being delivered from the cervical system. A full parameter diagnostic indicated low impedance values on several contacts. Surgical intervention to further assess the issue is pending.